Event description:
1 of 2 reports. Other mfg report number: 3013886523-2022-00334. A facility reported a cerelink microsensor was giving adequate values during some time, but it stopped. The unit was replaced: "the first sensor, with correct zeroing, but with small difficulty to cross the platform/cone, even if the nut screw was opened and the drilling of dura matter was checked. There was a sine curve with value of icp aroud 3 during 5 minutes with the same values and same curves on patient bedside monitor and on icp monitor. After an error message was displayed indicating the failure of the sensor or failure of the cable. The unit was switched off, the sensor or cable were replaced. After several attempts (remove the icp sensor, change of monitor, change of cables. The message was still the same on the monitor. The removed sensor seemed to be intact and unplied. Another new kit was implanted via the same hole. They checked the good drilling of dura matter, and again they zeroed. They had the same icp values as before. 10 minutes after the beginning of use, the icp values decreased under zero until -20 with sine curve. Just after the error message was displayed (indicating failure of sensor or cable). The procedure was repeated for 3rd time, and the sensor was functioning correctly with the same initial value (3). No consequences in the short run nor late medical actions for the patient. But the dysfunction led to significant increase of procedure time. The neurological situation of the patient evolved favorably after." The sensor was implanted for monitoring the icp for post-evacuation of hematoma, for a middle-aged patient, who requiring respiratory sedation.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink icp monitor was not returned for evaluation; however, a corrective and preventive action (CAPA) was opened to investigate the failure mode "out of range reading". The root cause investigation will be captured and communicated under that action.